Event description:
Went to a laser hair removal in (B)(6) to treat peach fuzz on face and hair on legs. Shortly after experienced paradoxical hypertrichosis. The clinic failed to mention this could be a side effect, although very rare for someone with my skin type. Tried to contact the clinic multiple times regarding my concern that one the hair on my legs grew even more after treatment and two the hair on my face started to grow and come in dark. Went to multiple doctors to see if it was a hormonal issue, but this was not the case. Currently being treated for the paradoxical hypertricosis using electrolysis. Laser hair removal should be more regulated and clinics should provide warnings that paradoxical hypertrichosis is a side effect. The clinic also fails to give my money back. Tested multiple times with normal values. Laser for less.